Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there were air bubbles at the tip of the evis lucera gastrointestinal videoscope. There were no reports of patient harm. The device was returned to olympus. Upon evaluation of the returned device, foreign matter was found at the nozzle. This report is being submitted to capture the reportbale malfunction found during evaluation.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. The customer returned the device for evaluation and inspection. The customers allegation of bubbles "at the tip" was confirmed and was due to a pinhole in the bending section cover in the distal end. The following are events observed during evaluation: (a.) Due to wear of angle wire, bending angle in upward direction does not meet the standard value, (b.) Due to wear of angle wire, the play of up/down knob was out of the standard value, (c.) The adhesive on the bending section cover had a chip, (d.) Adhesive on bending section cover had white-clouded area, (e.) Adhesive around the objective lens was peeled, (f.) Adhesive around the light guide lens was peeled, (g.) Plastic distal end cover had a dent, (h.) The connecting tube had a dent, (I.) The connecting tube had buckling, (j.) The universal cord had a wrinkle, (k.) The switch 4 button had wear, (l.) The connecting tube had a scratch, (m.) The switch button 2 had a scratch, (n.) Paint on the suction cylinder was peeled, (o.) And paint on the air/water cylinder was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.